Event description:
During a coronary artery stenting treatment procedure the stent would not cross the lesion. The target lesion was located in the severely tortuous, mildly calcified, 80% stenosed circumflex artery (cx), the vessel diameter was 2.5 mm. The lesion was predilated with an unknown balloon and a 2.50 x 20 mm taxus liberte drug eluting stent would not cross the lesion. The procedure was successfully completed with a cypher stent. No pt complications were reported.